Event description:
The issue occurred during preparation for an unspecified therapeutic procedure and was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Although the reported issue was not confirmed, based on the results of the investigation, it is possible the event occurred due to stress of repeated use, external factors or handling of the device. The image sensor unit was damaged which could result in disconnection, or a part mounted on the electrical circuit board such as integrated circuit chips or capacitors may have been broken. The instructions for use states the inspection methods associated with the event in lrf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope image may not have been displayed. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.